Event description:
It was reported the connector on the ventricular side is damaged. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the ventricle output connector is broken. Analysis also found the ring is bent and the keyboard is scratched.